Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced hyperglycemia with blood glucose of 142 mg/dl and 550 mg/dl. Troubleshooting was not performed. The customer also reported that the cannula was bent. The device will not be returned for analysis.